Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator had a delayed ability to shock. Another device was used to shock the patient. There was no negative patient impact.